Event description:
Procedure type: esophagogastrectomy. According to the reporter: a pt was in the operating room for removal of a tumor at the gastroesophageal (ge) junction, on the anterior wall. During the procedure, the device misfired, and possibly the loading needle was in the gastric wall. The area was over-sewn at the time. The following day, the pt complained of back pain and a swallow study revealed a leak. The pt was taken back to the operating room for a laparoscopy procedure.

Manufacturer narrative:
(B)(4